Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump buttons were hard to press and unresponsive. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump was not available.. Customer's parent also reported that customer experienced a high blood glucose of over 400 mg/dl and treated with insulin pump. No high blood glucose troubleshooting was performed. It was also reported damage to the insulin pump battery compartment. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm excessive no delivery alarm due motor error alarm. Device passed displacement test and self test. Device received with broken battery tube thread noted.